Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor was unable to power up. The cause of this was on open 3.3 line and the l603 component was broken off the ca board. The root cause of the open line and damaged component cannot be positively identified. No adverse event resulted from the damaged monitor.